Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the blade broke at the mount during a below knee amputation. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.